Event description:
It was reported that a patient exhibited significant misalignment of tibial blocks for unknown reasons. The scans were conducted on (B)(6), 2023, and surgery performed on (B)(6), 2023.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that a patient exhibited significant misalignment of tibial blocks for unknown reasons. The scans were conducted on (B)(6) 2023, and surgery performed on (B)(6) 2023.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Upon further investigation by the prophecy team, the following was noted: the CT scan was processed within normal, acceptable ranges. No errors were identified during the segmentation procedure. The alignment guides were designed within normal, acceptable ranges. No abnormalities in the internal process were found. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. No root cause identified: it was not possible to identify what caused the tibia prophecy block inaccuracy mentioned in the complaint¿s email. A potential root cause may be a discrepancy in user expectations vs guide fit and feel during surgery or user error during surgery. Another potential root cause could be potential changes in patient anatomy between the scan date and the surgery date. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.